Event description:
Initial albumin results for two patient samples were 2.8 and 2.0 g/dl. When repeated, the results were 4.3 g/dl for both samples. The incorrect results were not used to guide therapy. The field service representative found the fluidics were contaminated and repaired the instrument by decontaminating the fluids.